Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 497 mg/dl, and a large ketone level identified as dangerous. Bg was treated with manual injections, and unspecified insulin treatment. Reportedly, customer experienced intermittent occlusion alarms. Reportedly, customer left the ER 10 hours later with customer in stable condition (bg 385 mg/dl). Customer changed out pump supplies to address the alarms, but occlusions would recur. Reportedly, the customer reverted to manual injections for insulin therapy.